Event description:
Patient reported rupture confirmed via MRI. This record is for a left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b1, b3, d6a.

Event description:
Patient reported rupture confirmed via MRI. This record is for a left side. Device remains implanted.